Event description:
It was reported that a patient presented for a generator change. Device interrogation prior to the procedure revealed high pacing impedance and loss of capture on the left ventricular (lv) lead. During the procedure, the lv lead was found to be dislodged. The physician elected to explant the lv lead. The patient was asymptomatic before, during, and after the procedure and was discharged following the procedure.